Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil, selected flow: damage . Visual inspection: the visual inspection of the va locking screw has shown that the thread on the locking head is stripped and deformed. The stardrive recess of the head has some heavy marks and dents visible. Dimensional inspection: the relevant feature is deformed in a manner which prevents accurate measurement of the feature. A functional test can not be performed of the detected damage. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the complaint is rated as confirmed for this va locking screw. The investigation has shown that the threaded part on the locking head is stripped and deformed as well the stardrive recess of the head has some heavy marks and dent visible. The anodized layer is worn away at the damages which indicates that they were caused post-manufacturing. No other visual damage could be observed at the va locking screw. The exact cause of the damage cannot be defined as there was just few information provided. Based on the information we received we can only assume that the va locking screw was tight screwed in a wrong angulation direction which stripped the thread on the plate during the insertion. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot sterile part part: 04.211.018s, lot: 6l30591, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: oct. 10, 2019, expiry date: oct. 01, 2029. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Part number:04.211.018, synthes lot number: 14l8734, manufactured by jabil inc-monument. A DHR file from the time of manufacture could not be reviewed because it is not been scanned into tungsten yet. Jde confirmed that the lot was released for sale in may 2019. Device history review a search in mdd nonconformance module confirmed that no non-conformances occurred during manufacture. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: screwdriver (part# unknown, lot# unknown, quantity# 1).

Manufacturer narrative:
(B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the osteotomy surgery for hallux valgus of the first metatarsal bone with the 2.7mm locking screw. During the screw insertion, the screw was not inserted properly. The surgeon removed the screw and checked it, and he found that the screw head seemed to be deformed. The surgeon used another screw and the surgery was completed successfully within thirty (30) minute delay. This report involves one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 18mm. This is report 1 of 1 for (B)(4).